Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact at the facility reported that during coil embolization at celiac trunk artery a complaint coil (crc140282030/c30160) could not be detached. Thus it was removed and replaced with another one (details unknown), which was successfully detached and implanted to the target site. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. The constant flush had maintained at all times. No visible damage was noted on the product prior to the event. The product will be returned for analysis. No further information is available.

Manufacturer narrative:
An enpower detachment control box and control cable (details unknown) were used during the procedure. The same box and cable were used with subsequent coils. A predeployment electrical check was performed. There were no damages noted on the product after removal from the patient. The coil was not stretched and still attached to the delivery system after removal. No low battery light was seen during the case. No fault light was seen. Upon pressing the power button all lights illuminated on the detachment control box. During the detachment cycle, the detachment light illuminated and the audible signal beeped. All connections appeared to fit properly without use of excessive force.

Manufacturer narrative:
The microcoil system was returned. The unspecified enpower detachment control box (dcb) and control cable were not returned. The unidentified microcatheter was not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that the coil was unsheathed and entangled. No damage was found to the coil. The detachment fiber is intact, undamaged, and did not receive heat and melt. Pressure was applied to the coil so that the detachment fiber could be seen. The device positioning unit (dpu) passed electrical testing with resistance at 51.8 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated (IFU). The coil did not detach after two detachment attempts therefore another complete detachment system was utilized and still the coil did not detach after two more detachment attempts. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 51.8 ohms. The detachment fiber did not receive heat and melt. Pressure was applied to the coil to show the detachment fiber. No manufacturing defects were found. The complaint of the coil not detaching inside the target site is confirmed. The dpu passed electrical testing; however the detachment fiber did not receive heat and melt. The laboratory testing duplicated the field complaint as the enpower systems green light remained illuminated, audible beeps were heard, and the green detachment light illuminated during the detachment cycle. While the exact root cause cannot be directly assigned, the most likely contributing factor may be due to wiring or electrical damage of an unspecified nature. How and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging, however it is noted that the dpu passed the same electrical tests when returned as a complaint device. In addition, without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore no additional corrective action is taken at this time.